Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition, all was intact. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. The pump was tested and was found to be operating as intended. No fault was found. In the event history log however, multiple high alarm silenced: downstream occlusion were seen. Thus, it was recommended that the upstream and downstream occlusion sensors be replaced as a preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that there was a defective up stream occlusion sensor during bench testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.